Manufacturer narrative:
Cmp-(B)(4). Current information is insufficient to permit a conclusion to the cause of the event. (B)(4). Concomitant products - shell with uni-hole porous 58 mm o.d. Size ll for use with ll liners/ pn 00875705800/ ln 62355652, dome hole plug single pack/ pn 00875700001/ ln 63131207 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01852, 1822565-2017-01853, 1822565-2017-02003.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure 11 months post implantation due to allegations of dislocation of right total hip with fracture of right greater trochanter. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. The follow up information suggest that the patient was obese and did not follow rehabilitation protocol. This could have contributed to the reported conditions; however, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision operative report indicates the patient was revised due to greater trochanter fracture and dislocation.